Event description:
A malfunction occurred with the pump, displaying a malfunction code. The customer's blood glucose level was 360 mg/dl. Tandem technical support provided information on resetting the pump and assisted the customer with the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.